Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed compromised force sensor system. Blood glucose value was 230 mg/dl. The customer had reverted to insulin pen. Customer wanted to purchase a new insulin pump and would be contacted by a sales representative.